Event description:
It was reported that during a procedure for prolapse and hemorrhoids, after firing the device, the surgeon felt resistance upon removing it. The surgeon inspected the area and found that some staples were not in place. A partial milligan morgan procedure was done beause the surgeon was not satisfied with the result of the stapled anopexi. Operating time was slightly extended and there was no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.